Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on both exhaust tubes of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. A separation, surrounded by abrasion, was noted on the exhaust tubing of cylinder 1. This was a site of leakage. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation in the cylinder 1 exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: item number, catalogue number, UDI number the lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.